Event description:
It is reported that the device was revised for an unknown reason. Implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Based on the available information a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be opened, zimmer, inc considers the investigation closed.